Manufacturer narrative:
Manufacture date not fully legible on device. The root cause of the customer's complaint is a burned charger.

Manufacturer narrative:
The charger is an accessory to the sonicare toothbrush. The serial and model numbers of the charger were not provided. Complaint received from (B)(6). Device manufacturing date not available due to the charger not being returned.

Event description:
Consumer called stating that the charger for their power toothbrush caught fire. No injury reported.

Manufacturer narrative:
Event problem and evaluation codes updated to reflect new information from the supplier failure analysis report.